Event description:
It was reported that the delivered o2 concentration differed from set value. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator reportedly alarmed for high o2 concentration. During test it failed flow transducer test during pre-use check. The air gas module was replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced part was kept by the customer. Provided ventilator logs were reviewed. The event log confirms alarms for high o2 concentration. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Since no part was returned for investigation, the root cause of the reported alarms for high o2 concentration has not been determined, but the replaced gas module was most likely contributing to the event.

Event description:
Manufacturer's ref #: (B)(4).